Event description:
After the first flush, during preparation, the coil broke as the physician attempted to remove the sheath. There was no patient involvement.

Event description:
After the first flush, during preparation, the coil broke as the physician attempted to remove the sheath. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic inspection of the returned device found that the proximal contact was detached, the delivery wire was intact. The proximal contact is a component of the device located at the proximal end of the pusher wire and remains outside the patient at all times during the procedure; there is no contact with the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.